Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. No anomalies were found. The handheld device and software flashcard performed according to functional specifications.

Event description:
It was reported that the physician's handheld display was very dark. Troubleshooting was performed and the screen would not brighten with the side lever or using the circular button on the from. A hard reset was performed and the battery was removed and reinserted; however, this did not resolve the issue. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.